Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: mentor smooth round high profile 420cc saline prosthesis, catalog #3503420, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast augmentation revision with a mentor smooth round high profile 420cc saline prosthesis experienced left sided deflation post procedure. The deflation was confirmed by a physician visually. As a result, an explant is planned for (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number (B)(4) on 6/6/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. When the devices were explanted, bilateral prosthesis replacement with 700cc mentor memorygel breast implants was also performed. The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 08/05/2019: device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During evaluation of the sample a crease was found on the anterior view. Leak testing was performed and it revealed a tear at the union between the shell and the valve. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to, the following events: excessive stresses or manipulations as may occur during normal daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).